Event description:
It was reported that during a cryo ablation procedure, phrenic nerve paralysis occurred. A decrease in the sensed wave was observed, soon after which a cease in the diaphragmatic response was noted. The ablation was stopped and phrenic nerve pacing was checked at multiple sites with no diaphragmatic response obtained. No elevation of the diaphragm was observed immediately after the ablation was stopped; however, the fluoroscopy image indicated gradual elevation of the right diaphragm compared to the patient¿s condition upon entry into the operating room. It was confirmed that the phrenic nerve palsy (pnp) did not resolve and the hospital stay was not extended. The case was completed using radiofrequency (rf). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The date files confirmed system notice 50003 ¿the pressure is low in the system¿ unrelated to the clinical issue. The data files showed that at least 6 applications were performed. Another unrelated system notice 50012 was also recorded. The catheter was not returned for investigation. A known clinical issue was encountered during the procedure (phrenic nerve injury). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.